Manufacturer narrative:
Additional information provided in sections h.6. And h.11. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record (sr) was opened to address the reported event. At the time of this investigation the service record remains open. The complaint investigation is being pursued at this time using available information. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the eye was getting flashed, green laser light coming through in the top corner. The surgery was completed after replacing the product with another one. The details of patient impact was not reported.

Event description:
Following further review during a retinal procedure the physician initiated use of the ophthalmic laser he was getting flashed. The surgeon could see the green laser light coming in through the top right corner of the eyepiece when he closed his left eye. The procedure to the patient was successfully completed with no harm but out of concern that physician's own eye may be damaged, he had an oct performed on the right eye and there was no damage to the right eye.

Manufacturer narrative:
Following the submission of the initial and follow-up reports, it was discovered that operator's right eye was getting flashed. The FDA patient codes were updated from e2403 to e2402. The manufacturer internal reference number is: (B)(4).